Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, and broken belt clip slot.

Event description:
The customer reported getting no button response from the insulin pump. There was no significant event reported leading up to the issue. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 134 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.